Manufacturer narrative:
The module had failed calibration and the customer was instructed to do cup maintenance and replace the electrode. The module successfully calibrated and qc was within established ranges. A field service engineer (fse) was dispatched: the fse inspected the instrument and noticed the stirrer motor making a grinding sound. The fse replaced the stirrer motor, inspected the cup, performed sample probe to cup alignments, calibrated cup, and ran qc. Hardware may have contributed to this event; however, a clear root cause of this event is unknown.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that synchron cx9 alx analyzer generated several erroneously high bun patient results. The customer only provided one example of the result that was reported out of the lab. The sample was repeated and a lower result was obtained. The result was amended. There was no change to patient treatment.